Event description:
We received an inquiry on our info@vasorum.ie email from the website with an inquiry regarding embolization. It was not clear what the profession of the person inquiring may be, so we assumed it was a medical professional (as it always is a medical professional that inquires on the website from past experience). And we emailed person making the inquiry. Once we got on the phone, we quickly learned it was a patient. The patient reported to us that they had a celt device placed and the physician informed her that it embolized during deployment. She then told us that the physician told her it was not likely to cause symptoms (cold foot, pain, etc) but to call him if she had any symptoms and he would have her treated if medically necessary. We directed her to reach out to her physician if she had any questions. She seemed uncomfortable about doing this, so as a courtesy we conferenced her in with an experienced peripheral interventionalist on a three way call. This physician asked her about how she was feeling and to see if she had any symptoms. He concluded from her feedback that her condition was not "an emergency" but that she should reach back our to her original physician just to keep him informed of how she feeling. The patient then told us and the physician that she wanted to wait a few days over the weekend to see if she had any symptoms and would reach out to her original physician if she was feeling anything of concern. We sent a follow up email to her over on monday suggesting again she reach out to her physician. We heard no response.